Event description:
Family member's caregiver was transferring their pt from the wheelchair to their bed with a hoyer lift. When doing this transfer the lifter broke at the weld in the center where the mast fits into the frame. The pt fell to floor and the cradle struck the pt, the caregiver fell as well. They called 911 to get assistance putting them back into bed, pt complained of pain in their right leg and shoulder but felt they didn't need to go the the hosp. Pt could not leave their bed due to the fact that they no longer had a usable lift, so they had a at home nurse on visit for a while. The third day the pt was taken to the hosp because pain in leg and shoulder still hurt, exam and x-rays were done, no fractures, or broken bones noted, bruising evident. Caregiver's cut to their leg will need be seen by a wound care clinic dr because they have diabetes. Their healing is slow per the family member but has been progressing. MFR doing a replacement lift for this customer, hpl-600 been sent out for this home user.